Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The unit was tested with charged batteries, connected to mains and when in standby and the unit would still shut down. The fse replaced the solenoid board and the unit passed all functional and safety tests, and was returned to customer.

Event description:
N/a.

Event description:
It was reported that during a routine test by customer, the cs300 intra-aortic balloon pump (iabp) unit turns off even if connected. There was no patients involved.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g3, g6, h2, h10, h11.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit turns off even if connected.